Event description:
The patient presented to the hospital with strep. Epidermis. Three days into hospitalization, the patient felt discomfort in the pocket area. Infection was suspected. A temporary pacemaker was placed for lead extraction. During extraction, the lead broke and a fragment moved into the right ventricle, but was snared and extracted. The patient developed pulse-less electrical activity, and cardiac ischemia with cardiac arrest. Despite resuscitation attempts, the patient deceased.

Manufacturer narrative:
Na